Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that post-op, on (B)(6) 2017 the patient's wound area was hot and had an acute swelling but he did not feel any pain. On (B)(6), a second surgery took place. The surgeon needed to remove mushy necrotic yellow tissue from the deeper layers. An antibiotic sponge was inserted. On the first days after second surgery everything was normal but now again the wound is hot, shows flush and is swollen. Patient needs to stay in the hospital for further medical evaluation. A smear of the tissue was controlled but no germ growth was shown.